Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. The lead (serial/lot # (B)(4)) was returned and analysis found no anomaly.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) reported impedances were all over 10 ,000 ohms on a trial lead after troubleshooting everything. The trial lead may or may not have been defective. It was noted the high impedances were possibly from "air or large epidural area." It was also noted that the lead was used with/in the patient with an implant and explant date of (B)(6) 2014. A new lead was placed and the new lead was not out of range on any contact. All values were normal and the issue resolved. It was noted the patient recovered without sequela. The patient was implanted with a product that functioned normally. It was later reported that the rep could not determine if the lead was defective or not. The rep noted the out of range impedances may have been caused by air in the epidural space or other factors. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.